Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Upon lead revision the physician noted that the lead body was twisted and thus it was suspected that the loss of capture was related to twiddlers syndrome. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Upon lead revision the physician noted that the lead body was twisted and thus it was suspected that the loss of capture was related to twiddlers syndrome. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.